Manufacturer narrative:
Concomitant devices: tjf-q190v, bs rat tooth forceps, snare, visiglide, long-wire, cook push dilator, double pigtail biliary stents. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 ¿ 2022- 00438.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the patient experienced a tear of the gastric cardia/ge junction, largest component 2cm. This caused a 2 unit gastrointestinal bleed requiring transfusion as well as urgent repeat endoscopy with hemostatic clip placement. The patient was already inpatient. During the ercp, a partially migrated 10fr x 10cm plastic pigtail stent was removed with a rat toothed forceps (boston scientific m00538350) and this was removed with the scope in its entirety. Indwelling 10fr plastic straight stent was removed with a snare through the elevator channel. Cannulation was with visiglide wire and olympus long-wire extraction balloon. Dilation was performed with a cook 5-7-10fr push dilator. Ultimately 7fr x 10cm plastic double pigtail stent and 10fr x 10cm plastic biliary stents were replaced. The distal cover lot number cannot be provided, or sent for evaluation as it was discarded. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. There were no significant anatomical challenges that caused or contributed to the reported event, however, procedurally, the removal of the migrated biliary stent with a rat toothed forceps with the elevator design potentially could have been the point of injury to the gastric cardia. The patient's current condition is stable, discharged outpatient and considering transition to hospice for advanced cancer diagnosis.

Manufacturer narrative:
This report is being updated to provide investigation findings. This investigation is based on information supplied by the customer. The suspect device was not returned to olympus for physical evaluation (it was discarded by the customer). The device history record (DHR) for the complaint devices could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: the definitive cause of the reported event could not be established. Cause analysis: the actual product has not been returned and has not been confirmed, but according to the information provided, there were no abnormalities in the scope and distal cover before and after use. In addition, it is possible that tears and bleeding in the gastric cardia were caused when the bile duct stent was removed using forceps (per the customer).